Event description:
Boston scientific received information that after this right ventricular lead was implanted loss of capture was noted. A lead dislodgement was confirmed and this lead was repositioned. This lead remains implanted and no further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Additional information received noted that the patient was admitted to the hospital not feeling well. It was concluded that this right ventricular lead was not functioning properly thus a new lead was implanted. The explanted lead will be returned for analysis. Upon analysis this investigation will be updated.